Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a damaged pipetter in the reported problem area of the pipette assembly. The tip clamp, plunger clamp, and lld contact spring were replaced. In addition, the oss mod a1-summit power pcb was replaced. The instrument was inspected, tested without further problem, and returned to service.